Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the air filter cover of two (2) solution administration sets was detached which resulted in a fluid leak. These issues were observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: two (2) actual devices and photographs of the sample were provided for evaluation. Visual inspection was performed on all the samples. During visual inspection of photo samples showed a set with a missing air vent, and a cut tube with a jagger cut was observed most probably from scissors. A dimensional analysis was performed on the chamber, and the chamber was conforming as per design requirement. A disconnection tube to chamber was noted and the tube was originally under inserted inside the pip of the chamber; no traces of solvent were present on the tube. Additionally, a dimensional analysis was performed on the luers which was conforming as per design requirement. The reported condition was verified. The cause of the issue was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.